Event description:
While undergoing surgery for correction of inferior displacement post mastectomy breast reconstruction, implant was inspected and found to be incompetemt as there was leakage present from around the valve.